Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and also alarmed motor error. The customer was assisted with full black troubleshooting. The customer's blood glucose was unknown at the time of the event but they stated that they had a blood glucose level of above 300mg/dl the morning of the call. The customer stated that the insulin pump was submerged in water for thirty minutes and stated that there were black lines going up and down the screen. Significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was also assisted with motor error troubleshooting. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer stated that they were unable to complete pump rewind due to the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm motor error alarm, missing segments/partial display or black display and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.